Manufacturer narrative:
UDI for code 823164: (B)(4) or (B)(4). Mw1002890000-2021-8004. The valve was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The possible root causes for "connecting end of the valve was broken" could be due to "insufficient strength at flexible interface" or manipulation error. As specified in the IFU, precautions section: "silicone has a low cut and tear resistance; therefore, exercise care when placing ligatures so as not to tie them too tightly [...] Do not use sharp instruments when handling the silicone valve or catheter; use shod forceps. Cuts or abrasions from sharp instruments may rupture or tear the silicone components".

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a broken hakim valve. The surgeon inserted the valve into the patient and upon connecting the valve to cord it was noted that the connecting end of the valve was broken. Therefore, the valve was removed.